Event description:
It was reported that a merlin.net transmission revealed that the device was intermittently undersensing an intrinsic beat simultaneously or immediately after an atrial paced beat. Reprogramming was recommended. No further information is available.